Manufacturer narrative:
Device evaluated by MFR.: the rotablator plus unit was returned to site disconnected, and the advancer knob was in a forward tightened position. The rotablator plus device had past the expiration date of (B)(6) 2011 when the event occurred on (B)(6) 2011. Visual examination identified the handshake connection of the advancer unit was bent. The catheter sheath was torn/split 18.5cm from the strain relief and blood was evident throughout the catheter sheath. The coil was kinked where the catheter sheath was torn/split. The plus unit could not be wet tested due to the torn/split sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user/use error. The dfu states that "if the hemeostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemeostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve". (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a rotational atherectomy treatment procedure, the "teflon sheath broke".

Event description:
It was reported that during a rotational atherectomy treatment procedure, the "teflon sheath broke".